Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, and preimplantation testing. The valve did not meet requirements for pressure-flow and leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was being prepared to use in the patient, and during testing, it was noted to have a perforation in the chamber.